Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were four instances in the last two months of tubing leaking where the patient has noticed white residue around the filter. The infusion rate of the pumps typically range from 2-3 ml/hr and the crystallization from leakage occurs at minimum 9 hours after pump started running. In this instance, patient was receiving expected 46 hour infusion. Event occurred after leaving infusion clinic. Patient had received infusion in the past without issue. The product didn't issue contribute to patient or clinical injury but caused inconvenience to patient returning to clinic for replacement. The patient didn't receive medical treatment with new device and tubing with no harm to patient.